Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient experienced an infection. It was also informed an outer sheath perforation as one cylinder was discolored, but any fluid that came out of the cylinder was clear. A surgical procedure was performed to replace the system. There were no further patient complications.